Manufacturer narrative:
(B)(4).

Event description:
According the reporter, during a hemi colectomy. The surgeon was using a trocar during a left hemicolectomy on an elderly patient and while using a suction and irrigation device it became stuck in the cannula. It was working fine to begin with and the device became stuck then was working fine again but then because completely jammed on the cannula. The complaint product was used on a patient. They finally managed to remove the suction device from the cannula. Move the suction device from the cannuala